Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used for the vaginae vasorum. Since the tissue pad was nearly detached, they stopped using the device before the tissue pad was completely detached. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Correction: file is not reportable.

Event description:
After reviewing the file, the complaint is not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time